Event description:
The account alleged that the bed is not sending a nurse call when the patient positioning monitor (ppm) alarms at the bed. No injuries.

Manufacturer narrative:
The account found the problem is with the scale/ppm board. Repairs have not been completed.